Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed, and the root cause was determined to be use error, the patient was not connected to the set when therapy initiated. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).the device was not available for evaluation and a batch review will not be conducted because the lot number was not known. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter global technical services regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient(hp) to cycle power off and on to get to the press go to start prompt. The hp stated she pressed go before connecting. The hp was contacted on (B)(6) 2011 and stated she was still connected at the time of the alarm. The hp stated that after starting over with new supplies no further issues were found, she did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.